Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that after wearing a tampon for seven hours, upon removal the tampon pledget fell apart leaving pieces inside her vaginal cavity. She manually removed the pledget pieces from her vaginal cavity. She went to her doctor and a vaginal exam was performed. No pledget pieces were found and she did not receive any additional medical treatment. Consumer did not experience any adverse health affects.